Manufacturer narrative:
Per -2019 final report. One x-ray (post dislocation) was provided for this event, however, operative notes, post primary x-rays, the explanted devices and patient activity level, weight and medical history could not be provided. Therefore, the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The corin devices (cup, cocr liner and ecima insert) were left in situ and it was reported that the global orthopaedic technology femoral stem and head were revised as it was beleived that they were involved in the root cause of this event. During the revision, the offset of the head was changed from +3.5 to +7 and the stem was changed from a size 4 to a size 5. Based on the information available for this event no further investigation can be conducted and it has been concluded that the potential cause of the reported dislocation was the head offset and stem size chosen during the primary surgery and not due to a malfunction / failure with the devices and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision after 15 days due to dislocation of the left hip in a bilaterial patient when they were rising from a chair. It was reported that the global orthopaedic technology stem and head were revised. The corin devices (trinity cup, trinity dual mobility cocr liner and ecima insert were left in situ.

Manufacturer narrative:
Per (B)(4) initial report: additional information has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision due to dislocation.